Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation : lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, was explanted and replaced with a lesser power icl due to hyperopic result . There was no patient injury and the cause of the event was unknown. The ucva after icl exchange was 20/20-2.

Manufacturer narrative:
(B)(4).